Event description:
It was reported that an ilet pump exhibited a wake/sleep button that was unresponsive, consistent with a device mechanical or user interface malfunction of the external case or control/button component, and a replacement device was arranged with return instructions provided along with guidance to shut down the device and to complete standard startup on the replacement. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included continued therapy management using cgm and standard operation on the replacement, with no medical intervention or hospitalization. Investigation included customer care troubleshooting, user education on shutdown and startup procedures, and logistics for device replacement and return. Investigation of this case revealed a malfunction of the wake/sleep button consistent with a control interface failure of the pump housing/button assembly, with no evidence of therapy interruption or physiological harm. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.